Event description:
Unable to use devices after upgrading iphone. Received an email from dario tech support after reporting issue. Evidently, the dario blood glucose monitoring system isn't compatible with the iphone 15, obviously since it has a new usb-c port. An adapter will not work since the company hasn't received FDA approval for the iphone 15. In addition the device isn't compatible with ios 17 and they have no idea when testing will be completed. This is a problem that the company should have anticipated and warned consumers of this issue before they were left with in inoperable glucose testing system. I was able to secure an alternate system, and no harm was done. It appears that dario has forgotten they are supplying a medical device. Communication with the customer base is vital. In this case they failed to meet reasonable expectations.